Event description:
It was reported that the patient's right hip was revised due to dissociation of the femoral head from the adm/ mdm poly insert. The implants were revised to the same catalog numbers. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H : device not returned.